Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure could not be completed due to the malfunction. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The imaging chain had a fault in the digital image pre-processing (dipp) area, which in turn was due to a defective digital signal processor on the copra 3 board. The defect was also confirmed by error messages in the log file. The affected part has been exchanged by the local service organization and the error has not been reported again. The check of the spare parts consumption showed no abnormalities. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.